Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged their controller due to low voltage alarms while attached to the mobile power unit (mpu). On (B)(6) 2021, log file analysis from primary controller indicated that a no external power was captured while the device was connected to the mpu at 7:56:32, and a driveline disconnect at 7:57:32. Log file analysis from backup controller that was changed to be the primary displayed that the driveline was connected and motor speed increased to 5400 rpm on (B)(6) 2021 at 8:00:02. The patient was connected to battery power overnight, and a low power advisory occurred on (B)(6) 2021 at 5:23:57. There was no interruption to pump support during these events. Additional information was received that the patient did not report a power outage at the time of the event and the mpu has the locking version of the ac power cord. The patient was asymptomatic during the controller exchange and was doing well.

Event description:
Related manufacturer reference number: 2916596-2021-06354.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mobile power unit (mpu) (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 4 days ((B)(6) 2021 per timestamp). A no external power event that was associated with low power hazard, power cable disconnect and no external power alarms was active on (B)(6) 2021 from 07:56:32 ¿ 07:57:32. These alarms appear to be caused due to a loss of ac power while connected to the mobile power unit (mpu). The no external power alarms activated due the voltage across both cables simultaneously decreasing to 0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. Pump operation was not affected. The driveline was disconnected on (B)(6) 2021 at 07:52:32 for system controller exchange. There were no other notable alarms. It was stated that no product would be returned to abbott for evaluation. A root cause for the reported event was unable to be conclusively determined through this analysis; however, the alarms appear to be due to a loss of ac power. The device history records were reviewed and the records revealed the mobile power unit (serial number:(B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 14jul2021. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage, power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.